Event description:
Writer was doing an urgent tpn line cap change. Went to prime tpn noted defect in tubing. Patient injury: no

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
One sample model 10015012 was returned for investigation. The set was examined for defects and abnormalities. A kink in the tubing was observed just below the drip chamber. No other defects or abnormalities were observed. The kink was partially blocking the flow. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, potential lot reported was manufactured on july 2025 before condition reported was attended under complaint (B)(4) on december 2025. A quality alert was displayed on dec 04th, 2025, to communicate to the personnel involved in the assembly process of model 10015012 regarding the condition reported. A device history record review was performed for the possible lot found through the smartsite ID. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.